Event description:
This report is being submitted in response to uf (B)(4) which was found on the maude database on (B)(4) 2011. The event description states the following: "upon removal at completion of procedure, it was noted the tip of the interventional guide wire was sheared. Images were obtained and the patient was hemodynamically stable. The wire piece was too small to retrieve. The dr. Kept the patient on a medication to keep the patient anticoagulated." Unfortunately, the maude event report did not include any information about the user facility or the reporter. Therefore, follow-up communication with the user facility could not be conducted to determine if additional information is available.

Manufacturer narrative:
Non resorbable material unretrieved in the body based on the user facility information. Information found in the maude database indicates the device age was 11-months, but there is no basis to confirm this information. Contrary to the information found in the maude database, a device has not been received by terumo for evaluation in relation to the referenced event. In addition, the lot number is not known. Therefore, the failure investigation was limited to assessment of the minimum information provided by the user facility via the maude database. As stated above, the maude event report did not include any information about the user facility or the reporter. Therefore, the failure investigation was limited to assessment of information provided in the maude database. In addition, the lot number of the guidewire reportedly involved in the event was not provided. Therefore, it was not possible to review related manufacturing and quality records. A review of the complaint files for this product family confirmed that an event matching the available information has not been reported to the manufacturer previously. The provided in the maude database is not sufficient to identify the definite cause for the reported shearing of the distal tip of the guidewire. However, based on comparison to historical information, the event description is most consistent with damage to the guidewire due to manipulation against a sharp, rigid surface (such as a metallic device or a calcified lesion). The device labeling does address the potential for such an event in the warnings/precautions section of the instructions for use by statements such as the following: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).